Event description:
A right heart catheterization was performed to check the cardiomems sensor due to being unable to obtain readings with the patient electronics unit. It was confirmed that the sensor was still within the pulmonary artery. The sensor was found to be reading accurately and no recalibration was performed. Readings were successfully obtained.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.